Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after sealing stomach tissue during an esophagectomy/gastric tube procedure. The surgeon needed to use extra force in order to remove the device. Another device was used to complete the procedure. There was no tissue damage, bleeding, or injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 12/01/2016. The reported condition that the jaws of the device would no longer open was not confirmed. The latch was not locked or jammed when received. The handle was latched and unlatched without difficulty. Eschar was noted in the knife slot of the jaw. After removing eschar, the jaws opened and closed normally when clamping and activating on a large amount of simulated tissue. The investigation found the device to function normally. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.